Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula kinked. One event occurred on 01-sep-2024, two events occurred on 01-oct-2024, and one event occurred on 01-nov-2024. These events occurred after three hours of insertion. Insertion site was upper buttocks. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.